Manufacturer narrative:
Correction: (B)(4), exp. Date: 04/30/2016. Correction: (B)(4), MFR date: 04/30/2015. (B)(4). Four batteries and one controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the devices could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the batteries and controller. The manufacturer has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) - battery / catalog number 1650de / expiration date 31dec2015; device evaluated by MFR: no, not returned to manufacturer; device manufacture date: 31dec2014. Labeled for single use: no. (B)(4). (B)(6) - battery / catalog number 1650de / expiration date 31mar2016; device evaluated by MFR: no, not returned to manufacturer; device manufacture date: 31mar2015; labeled for single use: no; (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30apr2015 device evaluated by MFR: no, not returned to manufacturer; device manufacture date: 30apr2014; labeled for single use: no; (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31may2016; device evaluated by MFR: no, not returned to manufacturer; device manufacture date: 31may2015; labeled for single use: no; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that potential switching events were observed with all batteries and on both power ports of the controller.  Preliminary log file analysis performed by the site confirmed the reported event.  Four batteries were exchanged without consequence to the patient. The patient did not experience further events after the exchange of the batteries.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the patient was experiencing power switching. Four batteries (bat203603, bat205697, bat206329 and bat207755) and one controller (con210235) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a test controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat203603, bat205697, bat206329 and bat207755. The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the batteries and controller. The manufacturer is investigating momentary disconnections. Additional system component being reported for this event has already been analysed and was sent in the previous report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Updated analysis results: it was reported that the patient was experiencing power switching. Four batteries (B)(4) were returned for evaluation. One controller (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis of the controller was not performed since the unit was not returned. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a test controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the batteries and controller.  The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.